Manufacturer narrative:
The second xience v everolimus eluting coronary stent system mentioned is being filed under the same MFR number. Results and conclusion summation-product performance engineering reviewed the incident. Stenosis and angina, as noted in the xience v IFU, are known adverse events associated with coronary stenting and not necessarily an indication of a product quality deficiency. Possibly the angina was a secondary effect of the stenosis, requiring hospitalization and pci. A conclusive cause for the reported patient effects and the relationship to the products cannot be determined, there does not appear to be an indication of a product quality deficiency.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2008. Predilatation was performed prior to stenting of two vessels with two xience v stents, one in each vessel. The vessels treated were prox cx and an svg. No procedural complications were reported. The following year, new episodes of nighttime angina began. A functional test was positive with intrastent restenosis in stents (xience) placed in svg (contrary to IFU), in prox cx. The patient was hospitalized with pci for treatment of the restenosis. No additional event or patient information is available.